Event description:
The customer reported that the scope was not precleaned after the procedure during reprocessing involving an olympus bronchovideoscope. The customer suspected that the way the precleaning was performed was by not wiping off the scope and just suctioning saline for 1-2 seconds, then suctioning air for 1-2 seconds and repeating that process for approximately 5-6 seconds. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.